Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) issue was confirmed via system log review. The usm was tested on an in-house system and failed normal trigging error 319. The usm was also tested on the patient side cart (psc) fixture test platform (pftp), and it failed the fiber test on clock spring and parallelogram. The clock spring and parallelogram fibers were swap with a golden fiber, and the usm passed. The original clock spring and parallelogram was reconnected, and the failure returned. The clock spring and parallelogram fiber assemblies will be replaced as fix to the reported issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had non-recoverable error 40067. There were multiple recoverable errors throughout the procedure. The system was powered down prior to calling an intuitive surgical, inc. (Isi) technical support. The customer elected to convert the procedure to laparoscopy due to continued issues with the system. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.